Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that during the implant placement the base of the mount fracture inside the implant. Screw is in good condition. Procedure was completed with another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One implant and mount were returned for investigation.there were no allegations against the mount screw. Visual evaluation of the as returned products identified that the hex of the mount was fractured. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted in the per was 'high bone density ¿type I'. The device was intended for tooth number 46 (fdi). X-ray/picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, warnings & precautions. Per the applicable IFU, it is stated that improper techniques may cause device failure. DHR review: DHR review for the lot (1244534) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1244534) for similar events (complaint category keywords: fracture: mount) and no other complaint was identified. Post market trending review: august post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, the reported malfunction did occur, and the reported event was confirmed.